Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source experienced no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it was confirmed that the connector was worn and corroded by the repair department due to the inspection of the connector, and there were traces of liquid inside. From this, it is presumed that the connector is corroded due to the intrusion of liquid inside. It was not possible to estimate the cause of the wear of the connector. The root cause could not be identified. Olympus will continue to monitor field performance for this device.